Event description:
It was reported that during a bariatric roux en y procedure, the device would not pass the test. Replaced the handpiece and would not work. Brought out new disposable and worked fine. There was no pt consequence.